Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, the error code (e006) was not reproduced. However, it has been determined that the error code (e006) may have occurred due to improper handling of the device by the user. The event can be detected/prevented by following the instructions for use (IFU) which state: ¿a suitable replacement device must be provided during an application.¿ this supplemental report includes a correction to g2 to provide information that was inadvertently not included in the initial medwatch. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer's contact information and facility registration number. The facility registration number is 3003724334.

Event description:
The customer reported to olympus, that the high frequency unit "esg-400" was not able to fire/use coagulation. In the middle of the cystoscopy case for hematuria, error e006 displayed, and the unit turned off. It was stated that the patient seemed to stop bleeding with just the irrigation and was not worse off not being able to cauterize the bladder. The facility did not have a backup device so the procedure was aborted. As the event was not life threatening, there was no intervention or hospitalization, and patient stopped bleeding.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The device evaluation found minor scratches and dings on the top cover and front panel, error 172 most likely due to faulty low voltage power supply cable. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional inform.